Event description:
Consumer reports inability to take blood sugar readings due to multiple e-3 errors. Consumer felt weak and confused, unable to obtain a reading added to their concerns. No medical assistance was necessary, however, therapy was impacted.